Manufacturer narrative:
The assignable cause of the event is unknown; however, a performance issue isolated to the na+ cartridge in use or improper pre-analytical handling of the na + cartridge in use cannot be ruled as a contributing factors. In addition, a pre-analytical sample handling (improper sample processing) and a calibrator fluid reconstitution (due to the pipette in use) issues could not be ruled out as potential contributing factors. The vitros instrument was performing as expected. The root cause of the event is unknown.

Event description:
The customer obtained a lower than expected vitros na+ result from a single patient sample on a vitros 5600 integrated system when compared to a repeated vitros na+ result obtained from the same sample. Patient: vitros na+ result of 155 mmol/l vs. Non-vitros result of 164 mmol/l. The vitros na+ result was reported outside of the laboratory and treatment was altered based on the lower than expected result. The the IV treatment given to the patient was stopped/altered . The attending physician did not respond to multiple requests concerning the current condition of the patient. There was no reported allegation of patient harm as a result of this event. However, a lower than expected na test result could lead to temporary delayed hypernatremia correction, although a shortly interrupted IV treatment should not cause serious harm under medical supervision (patient was already admitted to the hospital). Therefore, based on the limited information provided and using the worst case scenario, this event could potentially lead to patient harm. (B)(4).